Event description:
A confirmed pump motor stall was reported. The health professional indicated that the pump motor stall recovered, but she did not know how long the stall lasted. The pt did not have an MRI, but it was unk if she was exposed to a magnetic field. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.